Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away shortly after receiving and implantable cardioverter defibrillator (ICD) system implant. Follow up to clarify a cause of death was attempted to no avail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.